Event description:
It was reported that during the procedure to access a lesion in the low femoral, high popliteal area, the sheath of a 6.0x60x135 absolute pro peripheral self-expanding stent was met with resistance when introduced into a non-abbott valve; the absolute pro was unable to completely cross through the valve, resulting in a lifted absolute pro sheath in which blood penetrated between the sheath and the stent, and stent struts were exposed. The absolute pro did not reach the anatomy. The absolute pro was withdrawn and not used in the patient reportedly due to "recent problems which occurred recently with absolute pro in the same site", which were confirmed to have been previously reported to abbott. There were no patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the resistance with the rhv could not be replicated and premature deployment could not be confirmed, as the device was returned with the stent not partially deployed and the sheath was not retracted. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.